Manufacturer narrative:
The product was returned and is pending the completion of the investigation. It was reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f: 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44. Warning:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the cannula was bent and dislodged from the infusion site. The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl). In order to treat the high bg, the pod was changed and a correction was administered. The pod as worn on the patient's abdomen for between 36 and 48 hours. The patient's bg history is as follows: date: (B)(6) 2019: time, bg (mmol/l), (mg/dl), bolus(u): 6:35 am 10.6 190.8, 10:10 am >27.8 >500, 10:15 am pod change 5, 11:15 am 21.6 388.8, 1:00 pm 17 306 2.8, 2:00 pm 13 234. Date (B)(6) 2019: time, bg (mmol/l), (mg/dl), bolus(u), 6:35 am 10.6 190.8, 10:10 am >27.8 >500, 10:15 am pod change 5, 11:15 am 21.6 388.8, 1:00 pm 17 306 2.8, 2:00 pm 13 234.

Manufacturer narrative:
The device was received and evaluated. The pod was received fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path. No damage or abnormality was found on cannula assembly, fluid path, or the needle assembly. Investigation did not find the soft cannula to be bent, kinked, or damaged. However, it could not be conclusively determined if the cannula was dislodged from the insertion site.